Event description:
It was reported that, during implantation of the pt's implantable neurostimulator, exhaustive impedance readings were greater than 3,600 ohms. The impedance readings tested "fine" for the two leads with the multi-lead trialing cable. But, when impedances were tested with the neurostimulator, electrodes 11-15 on one of the leads were seen as open circuits. The lead was reinserted into the device "multiple times," with the same result. The lead was "a little" bent, "likely from usage," but not fractured. It was suspected that the lead had been "pushed in too far." The neurostimulator and lead were not used. The procedure was completed using a new neurostimulator and lead. The pt, then, rec'd good stimulation. No pt symptoms or injury were reported. See also MFR report # 3004209178-2011-06022 for info related to the neurostimulator subsequently implanted during the same procedure.

Manufacturer narrative:
(B)(4).